Event description:
It was reported that pump experienced charging issue where power source alert occurred, although pump did not shut down and remained able to turn on. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of third-party wall adapter, tried charging for extended period without success, had no backup therapy available and planned to contact healthcare provider, and tandem technical support arranged replacement pump.